Event description:
It was reported that the insulin pump alarmed battery out limit, low battery and had blank display. Customer's blood glucose was 88 mg/dl. The issue was resolved upon troubleshoot and the insulin pump passed the self test. The customer was advised that battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.